Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level and insulin injections were administered to address the bg. Although requested, additional information regarding the high bg was not provided. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.